Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Two of the patients¿ samples were indicative of samples at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. The customer reported that the patients¿ samples were retested, using the initial collection, and repeat tested on competitor eua platforms. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples when testing using the cobas® sars-cov-2 & influenza a/b (scfa) assay when analyzed on multiple cobas liat systems or when compared to competitor eua assays. Patient 1 generated sars-cov2 positive, influenza a negative, influenza b negative results on the cobas liat system. The sampe patient¿s sample was repeat tested analyzed on the kyostat that generated sars-cov2 negative, influenza a negative, influenza b negative results. Patient 2 generated sars-cov2 positive, influenza a negative, influenza b negative results on the cobas liat system. The same patient¿s sample was repeated tested a different cobas liat system and generated a sars-cov2 positive, influenza a negative, influenza b negative results. Another repeat test of the same patient¿s sample was analyzed on the kyostat that generated a sars-cov2 negative, influenza a negative, influenza b negative result. Patient 3 sample analyzed on the cobas liat system generated sars-cov2 positive, influenza a negative, influenza b negative result. The same patient¿s sample was repeat tested again on the initial cobas liat system and repeated on a different cobas liat system both analyzers generated a sars-cov2 negative, influenza a negative, influenza b negative result. The patient¿s same sample was then repeat tested on the kyostat that generated a sars-cov2 negative, influenza a negative, influenza b negative result. Patients 1 and 3 generated values at the lod for the assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Patient sample was collected using nasopharyngeal and universal transport media, 3ml. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The results were reported out to the patients and/or personnel treating the patients. Three (3) mdrs will be filed, one for each patient, as per FDA guidance.